Manufacturer narrative:
The review of the device history record showed no deviations. All product features corresponded with the valid specifications of the waldemar link gmbh & co. Kg at the time, when the item was produced. The rotation bushing, the t-piece, the axle, the bearing shells and the pe plateau were available for the visual inspection. Damaged polyethylene residues can be seen on the t-piece. The polyethylene bush and the metal housing of the rotation bush are damaged. The bearing shells show deformations and cracks. A damage pattern as in the present case is known from damage cases after functional overload, which in the worst case can lead to damage to the bushing. The patient data indicate an obese constitution. Considering the above mentioned circumstances, it is not assumed that there is a material or manufacturing defect causing the damage. Rather, it is assumed that an insufficiently stable soft tissue situation, caused by multiple prosthesis changes, and the obesity of the patient causing mechanical overloading of the coupling mechanism and thus led to the socket replacement of the implant. A specific cause of wear and tear of the polyethylene bearing bush cannot be used due to the information available. Be determined unequivocally. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
Translation: wear of the polyethylene bearing bush of the axial bearing with distinct varus/valgus instability in the right knee.